Event description:
It was reported that there was a pinhole in the middle of an ultra set disposable disconnect y-set which resulted in a leak. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the device was received for evaluation. A visual inspection with the naked eye and magnification noted a hole in the sheeting of the bag. A tiny piece of sheeting was observed on the port of the bag at the location of the solvent seal of the tubing to port. Functional testing including clear passage and clamp function testing were performed with no issues noted. Leak testing revealed a leak from the hole in the bag. The reported condition was verified. The cause of the hole was related to excess solvent application during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.